Manufacturer narrative:
The pump was received with a blank display due to cracked/ broken off piece of case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform sleep current test, active current test, and self-test due to blank display. Unable to download history files and traced using thump due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date (B)(6) 2026 due to blank display. The pump was received with a cracked/ broken off piece of case at battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, missing serial number label, and corroded battery tube. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Display anomaly-blank display confirmed due to shifted battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a crack at the case ¿ battery tube side the customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded that the device was returned for analysis.